Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery failed alarm occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: 02oct2018. PMA/510k: 01oct2018. Philip's international service technician confirmed an error code in the data log. The international service technician replaced the power management (pm) printed circuit board assembly (pcba) and lithium-ion battery preventively to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 09nov2018. The customer returned the power management (pm) printed circuit board assembly (pcba) for failure analysis. Inspection of the part revealed a bent pin. The pin was realigned and the part was installed on a test ventilator. The ventilator was run overnight without producing any errors. No further issues were identified.